Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history in the past 12 months. The event history log (ehl) could not be reviewed as the screen was frozen. The device was stuck on software screen. The actual error code was 44510. The root cause of the issue could not be determined, software was reloaded. The mainboard will be replaced if the software reload does not solve the problem.

Event description:
The customer returned the product for error code 41551, during device evaluation, the actual code was 44510. There was no patient involvement.